Event description:
Boston scientific crm received and reported the following info: "chronic left ventricular (lv) lead's terminal pin separation as the lead was removed from the device header during a device replacement procedure. This lead was surgically abandoned, and a new lead was successfully implanted. To date, no adverse pt effects were reported."

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion code: it can not be determined whether the event was related to device performance, or pt condition.